Event description:
It was reported after an afib - atrial fibrillation procedure was completed, phrenic nerve damage was noticed as the patient's oxygen level dropped. The phrenic never injury was confirmed by x-ray as the diaphragm was elevated on the left side. The patient was reported to be in stable condition. The physician¿s opinion regarding the cause of this adverse event is that this is the phrenic nerve injury occurred during ablation of the right superior pulmonary vein. There was no medical intervention and it is unknown whether any extended hospitalization required for this incident. Also the customer experienced a deflection issue however the deflection issue did not contribute to this event therefore it was assessed as not reportable issue.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). The concomitant products: carto 3 (11550), smartablate generator (s/n:(B)(4)), smartablate pump (s/n:(B)(4)), lasso catheter (d134301/ lot # unknown). (B)(4).